Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has been returned for evaluation. Visual inspection no faults found, the functional evaluation reported locking malfunction and defective power supply, establishing a relationship between the device and the reported events. The root cause identified as a defective power supply. And component failure. A review of the manufacturing records found that there was no evidence that the product didn¿t meet specifications at the time of manufacture. A complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that versajet ii console's interface had a yellow light stayed on continuously and handpiece would not go into the console. There was no injury to the patient.